Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that on 9wt hematology/oncology, the product broke at the bifurcation while it was attached to an implantable port. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the product broke at the bifurcation was confirmed to be a separation. The received set was found to be separated between the tubing and the y-connector outlet. Closer inspection of the separation under magnification observed insufficient solvent around the end of the tubing where the separation occurred. The separated tubing was measured and found to be within measurement specification. Functional testing could not be performed due to the separation. The root cause of the separation is insufficient solvent during the manufacturing process.

Event description:
The customer reported that on 9wt hematology/oncology, the product broke at the bifurcation while it was attached to an implantable port. There was no patient harm.